Event description:
An implant card was received indicating that the patient underwent generator replacement due to neos. The lead impedance was marked as high. Further follow-up revealed that the high impedance was observed prior to generator replacement which the physician attributed to the generator being very close to end of life. The physician believed that the high impedance would resolve and that the lead replacement would be more traumatic. It was reported that the patient is doing well. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.